Event description:
The round tip on the brush head of a disposable cleaning brush broke off from the catheter inside an endoscope. The round tip was removed from the endoscope and cleaning was completed with another product. No pt involved, occurred after the procedure.

Manufacturer narrative:
Evaluation: as the cleaning brush involved in the report was not returned for eval; the reported occurrence could not be confirmed. A review of the manufacturing records could not be carried out as the lot number of the cleaning brush involved in the report is unknown. After a review of the account order history, the lot number of the cleaning brush could not be determined. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a full investigation could not be performed because the cleaning brush was not returned for eval. The cause of the report could not be conclusively determined. However, we can provide the following comments. The disposable endoscopic cleaning brush is used for cleaning the accessory channels of endoscopes between uses and the cleaning brush is not a medical device used on a pt. The cleaning brush is supplied non-sterile and is disposable - intended for single use only. The model of the endoscope that the dcb-dv-50 cleaning brush was being used to clean is unknown at this time, therefore, we cannot determine if the cleaning brush is compatible with the endoscope. If the cleaning brush was used to clean an endoscope that is not compatible with the cleaning brush, this could have created resistance during the cleaning process. If excessive pressure was applied to the cleaning brush, perhaps in response to resistance, this could have contributed to brush tip detachment inside the accessory channel of the endoscope. Prior to distribution, all disposable endoscopic cleaning brushes are subjected to visual inspection to ensure device integrity. Corrective action: no corrective action is warranted at this time because, this repot was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.